Event description:
It was reported that the customer had high blood glucose of 350 mg/dl. It was reported that the reservoir was slightly wet and smell of insulin during the infusion set change. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.